Event description:
It was reported that the left ventricular lead dislodged and exhibited loss of sensing and high thresholds. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.